Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds).

Event description:
The patient was injected in both the upper and lower lip. The patient allegedly developed swelling and lumpiness in the upper lip, and nodules, swelling, and pain in the right lower lip region. The patient was treated with prednisone, benadryl, vitrase, keflex, and zovirax.